Manufacturer narrative:
The recipient is reportedly experiencing electrode extrusion. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly is experiencing facial nerve stimulation. It is noted that the electrode array is observed inside the external auditory canal and the electrodes are very close to the facial nerve in its tympanic portion. This may be producing the facial nerve stimulation. Proper device placement was confirmed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain due to head trauma, causing the recipient to refuse to wear the device. Testing of the device was performed under sedation on (B)(6) 2024. Device testing revealed results within normal limits.